Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Blood glucose (bg) was "around 500 mg/dl)" and insulin injections were administered. Tandem technical support reviewed the pump fill estimate with the customer. The customer acknowledged the information and had no further questions.